Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis (dka) in (B)(6) 2025 (exact date unknown). The patient reported that the pod cannula had become dislodged without their awareness and was leaking insulin. The patient¿s blood glucose levels rose to greater than 400 mg/dl while wearing the pod for an unknown duration. Reported symptoms included weakness, increased urination, and shortness of breath. The patient was diagnosed with dka and received treatment with intravenous insulin. The patient remained hospitalized for four days; however, the discharge date is unknown.